Event description:
The device was used during a percutaneous diskectomy. Reportedly, the tip of the device broke and disengaged into the pt's disk. The surgeon was able to locate the component, performed re-operation, and completed the diskectomy invasively. The hosp has reported the pt's condition is satisfactory.